Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of (321 mg/dl) with large ketones present. He costumer changed the infusion set site, took an insulin pen and fluids to stabilize bg level. The customer stated the suspected cause was possibly due to the infusion set site. Since after changing it bg's started to drop. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.